Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) during sexual intercourse. Multiple alerts were triggered for short v-v intervals and non-sustained episodes on the right ventricular (rv) lead. The r-wave was noted to be small, and twos continued to be observed periodically when the patient was active. Reprogramming was performed but was unable to resolve the twos. The lead remains in use. No further patient complications have been reported as a result of this event.